Event description:
The customer reported being hospitalized twice in the past two weeks due to low blood glucose of 22 mg/dl. Troubleshooting was performed. The customer stated that she was having a severe hypoglycemic episode and was not responding. The customer stated that she may have been over relying on the insulin pump and she is also pregnant. The customer stated that a setting on the bolus wizard was changed, but the device did not reflect the change. The customer stated that she is no longer comfortable with the device and a replacement of the insulin pump was requested. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.